Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy there was no suction with outflow tube set. There was no harm for patient, operator or third party. The surgery was finished successfully with a normal suction tube to drain the joint. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 19-oct-2023: the joint was swollen as normal, not extraordinary. They used a suction cannula to remove the water from the joint because the shaver was not suctioning.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error, specifically using the incorrect setting for the tubing. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.